Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, when the device was applied on an existing staple line, there were multiple clips malformed. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.